Manufacturer narrative:
The sample was reported to be available for eval and investigation, but has not yet been received. Without the actual product, the analysis is limited. An investigation is being conducted. A supplemental report will be filed at the conclusion to the investigation. Info provided later by the customer indicated that the product code may actually be a ps12505, but the lot number provided is for the product ps12503, which is not a dual catheter pump. More investigation will be conducted to try and clarify the actual complaint and the product involved.

Event description:
Pumps are infusing too fast. One pt had 2 pumps. Left pump 21.5ml/52.75 hours; right pump 12.5ml/52.75 hours. Total 34ml/52.75 hours. No adverse event occurred. Date of event: (B)(6) 2010.